Event description:
It was reported that a routine follow-up appointment, a significant battery longevity decrease was observed from this implantable pacemaker, from 6 years to 3.5 years remaining battery. The battery consumption was also found to be elevated at 157%. The physician suspected that the device was exhibiting premature depletion. Boston scientific technical services was contacted, and requested the device data be provided for analysis, as this patient is not followed via remote monitoring. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.